Event description:
Per physician's note "the catheter tip would not move and was possibly entangled in the mitral valve apparatus. Despite extensive manipulation of the catheter, the tip could not be lucent." The entire catheter was sent with the patient to operating room, as patient needed ohs for removal. Surgery: transaortic removal of ablation catheter with cardiopulmonary bypass via median sternotomy. Patient healing well. Electrophysiologist seemed to say it was a known (but rare) complication when the wire is manipulated it twists and forms knots.